Event description:
The patient had a laparoscopic hysterectomy. She returned 5 days later with complaint of pain, ileus and ureter obstruction. The patient returned to the or and they found thremal injury to the bladder and left ureter. They also found thermal injury to the anterior surface of the rectum and the cul-de-sac. These were repaired and the patient had a stent placed and a suprapubic cystostomy tube. The physician felt the thermal spread was caused by the plasma spatula. The device was not saved because we were not aware of the problem till the patient came back in. I have included the 2 lot numbers of the spatulas that we have in the or.====================== manufacturer response for spatula, pks plasma spatula with cord======================have not heard from them yet.====================== manufacturer response for generator, gyrus generator======================have not heard from them yet.